Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having issues with bent cannulas. The customer's blood glucose level had been as high as 530mg/dl. It was reported that the pump screen did not update the last reservoir after set change. It was reported that the customer also had weak signal from sensor. It was reported that the customer would call back at a later time in order to troubleshoot the issues.